Event description:
A report was rec'd that the pt had a pocket revision. The physician moved the pt's pocket site from her lower back to her abdominal area. The pt is reportedly doing well following the revision surgery.

Manufacturer narrative:
This is the final report.